Event description:
On (B)(6) 2023, reported to lesar representative that they brought in the wrong patient to the room and did the surgery under the incorrect patient name.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, (B)(6) reviewed the open call for (B)(6). Case #(B)(4): adequate suction ring placement and suction. No noteworthy movement found throughout the entirety of procedure. Ak 1 planned as 22-degree arc at axis 292 with 4.3 radius. Iris registration failure as a result of user error (incorrect patient). Root cause: laser functioned as designed. User error (incorrect patient). No further follow up.